Event description:
It was reported, there was an infection and an explant was required as a result of the event. The patient status at the time of report was alive with no injury and no patient symptoms were reported. Additional information received reported the patient did not have meningitis and the location was at the lead cap and had eroded through the skin. It was clarified that the lead had poked through the skin on top of his head around where the stimloc was. It had happened for 3 months prior to report. The physician wanted to cut part of the lead and leave the extension and the ins intact but they might explant all of the system. Then they wanted to perform an MRI of the brain. The complete device was explanted and a culture was provided. The device was ¿all infected¿ and removed and to be replaced once the infection cleared. They were unaware of the treatment options for the infection but all sites were cleaned and closed and the patient was packed with vancomycin. The replacement for the lead was scheduled for 2014 (B)(6). The patient ¿was doing done¿. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the patient was implanted the day prior to report. It was a good case with no infection, &#49281;ttery replacement on 20th.&#54090;

Manufacturer narrative:
Product ID 3389s-40, lot# va06xps, implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3389s-40, lot# va06xps, implanted: 2013 (B)(6), explanted: 2014 (B)(6), product type lead product ID 3708660, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type extension product ID 37642, serial# (B)(4); product type programmer, patient. (B)(4).